Manufacturer narrative:
The following fields have been updated with corrected information: medical device manufacturer: becton dickinson, s.a., fraga, spain / 22520. Medical device lot #: 190524. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-14.

Event description:
It was reported that prior to use foreign matter was discovered on the needle with a bd microlance¿ 3 needles. The following information was provided by the initial reporter, translated from french to english: indeed, it was discovered at the opening of the needle the presence of white "solid drops" on the needle.

Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 304622 lot 190524 to investigate for this record. Visual inspection shows epoxy residue on the cannula. As a result, bd was able to verify the reported issue. Based on bd¿s experience, this issue occurred in the assembly process in which the adhesive is added to the hub because of some temporary stoppage in the process or any malfunction of the epoxy dosage machine. Therefore, higher quantity of epoxy was added to and fell down to next cannula (the reported one) resulting in the observed issue. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that prior to use foreign matter was discovered on the needle with a bd microlance¿ 3 needles. The following information was provided by the initial reporter, translated from french to english: indeed, it was discovered at the opening of the needle the presence of white "solid drops" on the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use foreign matter was discovered on the needle with a bd microlance¿ 3 needles. The following information was provided by the initial reporter, translated from (B)(6) to english: indeed, it was discovered at the opening of the needle the presence of white "solid drops" on the needle.